Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer. The fse inspected the instrument and replaced the ion selective electrode (ise) tubing and cleaned the sample pot and electrode block, which resolved the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event; however, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of a low potassium (k) patient result on their dxc 700 au instrument. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer verbally provided the initial and repeat results.